Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. After a 0.014 guidewire crossed the lesion, a 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The stent delivery system (sds) was withdrawn and re-introduced, however, the sds was sill unable to cross the lesion. The device was withdrawn and it was noted that the mid stent struts were flared. The guide catheter was removed and replaced with a 3.5 ebu to secure back up. Then a non-bsc straight catheter was advanced to the lesion and the promus premier sds was re-advanced, reaching the lesion. When manipulating to determine the placing, it was noted that the stent was not mounted. The dislodged stent was not found within the coronary artery but was found located in the proximal of the right elbow. As the dislodged stent was outside of the guide catheter, the guide catheter was retracted from the location where the stent dislodged and from where the guidewire crossed and retrieved the stent. When the stent was removed the physician felt that the stent was getting caught on the tip of the guide catheter. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent had detached from the balloon. Only the stent was returned for analysis caught on a ¿snare¿ device. The entire stent was damaged with the stent struts severely stretched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. After a 0.014 guidewire crossed the lesion, a 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The stent delivery system (sds) was withdrawn and re-introduced, however, the sds was sill unable to cross the lesion. The device was withdrawn and it was noted that the mid stent struts were flared. The guide catheter was removed and replaced with a 3.5 ebu to secure back up. Then a non-bsc straight catheter was advanced to the lesion and the promus premier sds was re-advanced, reaching the lesion. When manipulating to determine the placing, it was noted that the stent was not mounted. The dislodged stent was not found within the coronary artery but was found located in the proximal of the right elbow. As the dislodged stent was outside of the guide catheter, the guide catheter was retracted from the location where the stent dislodged and from where the guidewire crossed and retrieved the stent. When the stent was removed the physician felt that the stent was getting caught on the tip of the guide catheter. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.